Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x38mm promus element ¿ drug-eluting stent was selected to treat the lesion. However, the physician noted that the stent body was lifted. The physician completed the procedure using another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. A stent strut on the tenth most proximal row of the stent was raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the length of the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.5mm target lesion was located in a moderately tortuous and moderately calcified right coronary artery (rca). A 3.50x38mm promus element drug-eluting stent was selected to treat the lesion. However, the physician noted that the stent body was lifted. The physician completed the procedure using another of the same device. No patient complications reported and the patient's status was stable.